Event description:
It was reported that during in-patient care, the right atrial (ra) exhibited far r-wave oversensing. X-ray imaging showed that the lead had dislodged. The physician elected to explant and replaced the lead. The patient was stable.